Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced high blood glucose level and dka seizure or diabetic coma events on (B)(6) 2024. Therefor the patient was hospitalized. No further information available.